Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization, hyperglycemia and sepsis that required knee surgery. No lot release records were reviewed, as the product lot number was not provided. High blood glucose is a common symptom for people with diabetes (glucose monitoring data from people with diabetes indicate that on average, they can experience blood glucose levels above 250 mg/dl for 14-25% of the time[1][2][3]..), and it would be challenging to speculate on a cause for the complaints without receiving the devices back for an engineering investigation. [1] beck rw, bergenstal rm, cheng p, kollman c, carlson al, johnson ml, rodbard d. The relationships between time in range, hyperglycemia metrics, and hba1c. J diabetes sci technol 2019; 13:614-626. [2] welsh jb, derdzinski m, parker as, puhr s, jimenez a, walker t. Real-time sharing and following of continuous glucose monitoring data in youth. Diabetes ther 2019; 10:751-755. [3] puhr s, derdzinski m, welsh jb, parker as, walker t, price da. Real-world hypoglycemia avoidance with a continuous glucose monitoring system's predictive low glucose alert. Diabetes technol ther 2019; 21:155-158.

Event description:
It was reported that the patient sought medical attention and was hospitalized due to uncontrolled hyperglycemia and a right knee infection that was diagnosed as sepsis. The patient presented on (B)(6) 2025, was hospitalized for 57 days, underwent immediate surgery on the right knee, and was discharged on (B)(6) 2026. The patient reported attempting multiple boluses prior to seeking care but was unable to provide blood glucose values, stating they were not conscious for part of the event. Reported symptoms included vomiting, sweating, inability to walk, and a sore on the right knee. Treatment included unspecified medication to control blood glucose and surgical intervention for the right knee sepsis. The pod was removed; no further information has been provided.